Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the implant had been draining way too fast and pt rep was having the stimulator 'talk through the charger'. Ins was not holding a charge for not even 12 hours. Pt rep said they would say it started on saturday. Pt rep said it was on 1 and they did not raise it up for ins to drain that quickly. Later on the call pt rep said it was at 8.2. Pt rep mentioned recharger was recently replaced and confirmed by sn that they were using the new one. Pt rep also said controller was also replaced in the past. Asked if pt was charging to 100%. Pt rep said they knew they charged fully yesterday. Controller wasat 100% and ins was down to nothing. Also usually pt could charge within an hour and yesterday it took about 3 hours to charge. Pt had no falls/no trauma. Pt had an ultrasound but the issue started before pt had an ultrasound. Pt rep also mentioned pt was in a hospital because they had a pneumonia and was on antibiotics. Reviewed ins depletion rate depends on usage and settings. Redirected to hcp to check the ins. Redirected caller: patient's hcp